Event description:
"When it was time to remove the drain, the pa pulled his jvac from the patient's right upper quadrant and in doing so the tubing separated at the fused junction point; it did not break and it was not cut. Pa attempted to retrieve it, was unsuccessful. The patient was taken to the or the next day to remove it."

Manufacturer narrative:
We received the drain sample for investigation - only the tubing part. The drain is composed of the fluted white part that is inserted into the patient and a clear tube. These two parts are joined by a silicone connector, which is glued to both parts. In the failed sample the clear connector was torn and the white drain part was missing. We have a routine pull test for this joint with a minimum required force of 40n. The minimum found in this lot was 44.5n and the average was 75n.